Event description:
A customer reported a non-reproducible, lower than expected amon result obtained on a quality control fluid processed using a vitros 5600 integrated system. Vitros amon result = 151.43 vs. Expected 237.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer made no allegation that amon patient results were affected. There was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected amon result was obtained from a quality control fluid when using a vitros 5600 integrated system. The most likely assignable cause is instrument related. Following maintenance actions by an ocd field engineer, acceptable vitros amon precision testing was observed. There was no evidence that a vitros amon reagent issue contributed to the event.